Event description:
The head section of the bed will not rise up.

Manufacturer narrative:
The facilities rental bed was exchanged with a new bed. Repairs are not complete on the bed that malfunctioned.